Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. The patient experienced voiding difficulty and urgency. The patient underwent a procedure to attempt to stretch the mesh after five weeks and it was found to be very adherent and close to the urethra. The urethral defect was formed during the procedure and repaired at the same time. Additional information will be requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.